Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is on-going, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in italy, edwards received notification of an evoque procedure in tricuspid position. On post operative day (pod) 3, the telemetry data showed atrial fibrillation with a slow ventricular response (complete av block). Continuous monitoring continued for two additional days, after which it was decided to implant a leadless permanent pacemaker on pod 5. On pod 6, the ECG showed atrial fibrillation and left bundle branch block (lbbb). No further action was taken.